Event description:
It was reported the customer had excessive no delivery alarms on their insulin pump. Customer's blood glucose was 150 mg/dl. The customer did not troubleshoot at the time of the call because the alarm was from a past event. The customer declined to return their products for analysis. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.